Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-14056. It was reported that the patient had high impedances on their lead contacts. As a result, the patient's coverage is not adequate. Surgical intervention may be pending to address this issue.